Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that for the last few days, when they charge their implant, they feel like the stimulation is using up a lot of the battery. Patient said the controller battery is down to 20% when it used to be 40% or 50%. Patient said they had an x ray done to see if the wires were still connected and everything was fine. They stated they previously met with the manufacturer representative (rep) and they told the patient to move down to groups b and c, increasing two "dashes" each time. The patient was redirected to their healthcare provider to further address the issue. An email was sent to area reps to follow up with the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.